Event description:
The product was used during a hemicolectomy procedure. Reportedly, the anastomosis was not complete. The surgeon "serozized" to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/14/1998-supplement #1 sent to FDA.